Event description:
A piece of saw blade the size of a pea broke off during a left total knee replacement. It was the piece that went into the saw handle, not the end that came into contact with the patient. There was no harm to the patient.manufacturer response: the saw system was given to stryker as well to evaluate and a loaner was brought in.